Manufacturer narrative:
The unit was received from the field for eval. Refer to eval number: (B)(4)- unit was received opened. Found damage to molded connector housing on alignment key. Appears customer is forcing the connector with the arrow facing up instead of towards the red indicator dot on the unit. Units functioned within all specs with connector installed properly. Recommend schedule retraining of customer on proper installation of the connector. The assignable cause for this unit failure has been determined to be customer misuse. The DHR for lot 15413-03 was reviewed. The units met mfg specifications when released and there were no issues related to the complaint. (B)(4). No significant trend was observed. Due to the number of complaints reported from this facility a senior clinical manager went to the facility on (B)(4) 2013 to conduct a training for the staff. Per the senior clinical manager, the issues observed during the training occurred due to user error. Since the formal training, there have been no further complaints reported from this facility."

Event description:
Handpiece primed without issue but when testing hand piece it would not work. Error message said check hand piece. All connections and cassette checked, unplugged and reattached, still got error message. A new handpiece was connected and worked without issues.